Event description:
It was reported that this patient presented to the emergency room (ER) after experiencing syncope earlier that morning. The ER physician contacted boston scientific technical services (ts) to review device data as they were concerned the patients pacemaker system was not capturing appropriately. Ts explained that they could not confirm pace therapy capture based on a review of the available device data and paged a local boston scientific field representative to go to the healthcare facility to interrogate the pacemaker device. Upon interrogation, it was confirmed that this right ventricular (rv) lead was exhibiting intermittent loss of capture at the programmed pace therapy output. In response, the rv pace therapy output programming was increased while a rv lead revision procedure was scheduled. Ten days later, the rv lead was surgically abandoned and replaced. It was indicated that the physician believes the rv lead had migrated further into the heart septum causing a perforation in the heart wall, which is what caused the observed loss of capture, and high threshold and impedance measurements. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.